Event description:
Reporter stated the infusion device does not correctly deliver insulin once the cartridge volume reaches 77.0 units. No error messages are displayed. The volume remains at 77.0 units despite the basal rate delivery, and she experiences hyperglycemia until the cartridge is changed. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The event occurred in (B)(6).